Manufacturer narrative:
As reported, due to product contamination the "used" arthroscopic energy 90 degree probe was not returned for evaluation. Without the involved device, an evaluation could not be performed and the root cause of the alleged breakage therefore was unable to be determined. However, based on the provided photos the engineer believed that the probe might have been struck by something heavy and this could have caused a fracture of the ceramic and electrode simultaneously. Additionally, evaluation of similar complaints revealed that the most probable cause of this type of reported breakage was due to the device came in-contact with the scope or other instruments during use. This lot with the UDI #(B)(4) was manufactured on 16-aug-2016. Of the lot containing 600 units there were no other similar complaints received. A review of the device history record shows a total of 6 complaints with a quantity of 7 units. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). Of the 6 complaints received, 4 were considered reportable events. To date, there have been no patient long term adverse effects related to the reported breakage or the use of this device. No further action is planned at this time. The aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis of blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for ablation or coagulation of soft tissue. To prevent damage to the product and potential serious injury to the patient, the device instruction for use (IFU) provides the following precautions and warnings: - it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. - examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. - ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. - do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. - if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. - use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. - when not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. - maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Device was discarded.

Event description:
The user facility reported that during use of the aes-90sc arthroscopic energy probe in a shoulder arthroscopic capsular release procedure, "the end ceramic and metal part broke into pieces inside the patient's shoulder. As reported, after 20-30 minutes in use on and off, the probe stopped working and the scrub nurse then noticed that the tip had broken off. The surgery was converted from arthroscopic capsular release to open procedure to remove the broken pieces. Other than an hour delay, the procedure was otherwise completed with no further complications or serious injury to the patient. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.